Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code7 and limit), indicating possible device malfunction. The patient had undergone generator replacement surgery approximately 3 months earlier, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that device diagnostic testing performed the day after generator replacement surgery was within limits, indicating proper device function at that time. High lead impedance readings were first obtained during device diagnostic testing performed 2 weeks after generator replacement surgery. The patient reports that he can no longer feel device stimulation. It was also reported that the patient has experienced a recent increase in seizure activity, though not above pre-vns baseline frequency. Review of x-rays by manufacturer was inconclusive in determining whether there were any discontinuities in the ncp system. The lead electrodes are implanted at c5-c6 with 2 tie downs and strain relief noted. The generator is implanted in the left chest with lead connector pins fully inserted past the generator connector blocks, feedthroughs intact, and lead wires intact at the connector pins. There were no visible gross lead discontinuities along the entirety of the lead that could be visualized; however, some portion of the lead was behind the generator, so a lead discontinuity in that area could not be ruled out. Either lead break or generator/lead connection issue is suspected. Revision surgery is likely.